Event description:
According to the customer, on (B)(6) 2025, during a routine foley catheter change at the 30-day mark, the "catheter balloon would not deflate."

Manufacturer narrative:
According to the customer, on (B)(6) 2025, during a routine foley catheter change at the 30-day mark, the "catheter balloon would not deflate." The customer stated that "multiple nurses tried, and could not get the balloon to deflate, we even cut the entire end of the catheter to try and manually deflate. That did not work either." The customer reported that the patient was taken to the emergency room where the balloon was "deflated via guide wire." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to investigation h6: type of investigation (b). Update to investigation h6: investigation findings (c). Update to investigation h6: investigation conclusions (d).